Event description:
Event description cpi received information that this implantable pulse generator (ipg) safety-switched as a result of lead impedance measurements less than 300 ohms. It was also reported that the patient experienced a syncopal episode.the ipg remains implanted; a subseuent follow-up interrogation revealed apporpriate pacing and sensing functions as well as stabilized lead impedance measurements.